Event description:
It was reported that the simplex with this lot number was used for 3 surgeries (tka in 2008, uka in 2009 and one month later), and the patients of all 3 cases were infected in post-op. The customer requested a bacterial culture test using the simplex in question.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared.